Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 500 (mg/dl). Customer administered correction boluses to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to call tandem technical support next time the customer conducts load sequence for new supplies, and for future bg events.